Manufacturer narrative:
A follow up MDR will be submitted once the investigation is completed.

Event description:
An investigation was initiated following a complaint reported to rti surgical inc d.b.a. Evergen. The complaint indicated that the consistency of the regenavate® formable dbm rt graft more particulate in nature rather than a cohesive putty, which makes it difficult to handle in certain applications (dental procedures). When placing the graft material into a lateral incision, a putty-like consistency is needed so that it will adhere and remain stable within the site. A particulate material lacks that cohesiveness, so it tends to fall away from the defect, making precise placement more difficult and reducing predictability in maintaining the graft where it's needed. The reporter indicated that surgical / medical intervention is required to prevent permanent damage. Additional graft material was needed. There were no symptoms reported as a result of the event. Two grafts were utilized. The second regenavate® formable dbm rt is being submitted in mw #3002719998-2026-00010.